Event description:
Software crash on datascope as3000 anaesthesia workstation. Unit failed while ventilating a paralysed pt under ga. Two more as3000 units have had a similar failure in last 7 days ventilation maintained with self inflating bags, no pt harm or awareness.